Event description:
Sales received a call from the hospital regarding an event that occurred during preparation for surgery the prior week. During a case, the pa was rinsing the valve in saline, and it looked like there were "fuzzies" coming off of the leaflets. The pa said that they cleaned it up, and that they implanted it. They said that they didn't really notice it until it was placed in saline.

Manufacturer narrative:
Device not returned. Device remains implanted. No patient information was provided. The pa could not remember which case this was. No operative report is available for review. No device serial number was reported; therefore, no DHR review can be done. On 11/17/2010, through a follow up call with the customer, they were instructed, if this should occur again, to not implant the device and to return the device for inspection. Investigation is on-going.

Manufacturer narrative:
Additional manufacturer narrative: no operative report or discharge summary is available because the patient name is unknown. The initial reporter does not remember which patient was implanted at the time of the event and he cannot remember which date this occurred. Because of the lack of information, we are unable to determine the root cause of this event.